Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the filter of an emboshield nav6 got stuck on the catheter. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Date of event changed from unknown to (B)(6) 2018. The UDI is unknown because the part number and lot number were not provided. Device status changed from returning to not returned. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot number were not reported. The investigation was unable to determine cause for the reported difficulty without having the device to examine and with the limited information provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.